Manufacturer narrative:
Pump was received with no button response at bolus, escape, act, due to corrode keypad.unable to perform any tests due to button unresponsive.

Event description:
It was reported of keypad anomaly. The customer's blood glucose was 14.6 mmol/l. The customer stated that the numbers were ramping on their own. The product will be returned for analysis.